Event description:
The customer alleged no audio alarm. The nellcor puritan-bennett customer support engineer (npb cse) insepcted the device and could not duplicate the alleged event. The unit passed exteded self testing. Parts were replaced as a precaution. It is not verified that there was no audio alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.